Manufacturer narrative:
Concomitant medical product(s) ID 977a260 lot# serial# (B)(4), product type lead. Product ID 977a260 lot# serial# (B)(4), product type lead. Device information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-jul-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #:(B)(4), ubd: 03-jul-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said the trial went well, but when they implanted the permanent leads pt had issues with the therapy. Pt said they put the leads in the wrong location (different than the trial) so pt didn't get the same results as the trial. Pt said when they first worked with the rep they got the ins programmed and only had stim on one side, but pt tried various programs and was able to work with those settings. However pt said reps tried another program and that programming wasn't working. Pt said they were not feeling stim at all and couldn't do anything with the ins. Pt said they had been trying to get the issue fixed and met with their doctor a couple weeks ago, and had an x-ray done at that time. Pt said their doctor asked pt to call mdt, and mentioned the doctor said they were going to call too. Pt had been trying to contact rep but hadn't heard back. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that based on nlink information, it appeared that patient was successful on hd programming during their trial. Their implants leads are in an appropriate position for hd programming though slightly to the left of midline. However, patient reported later wanting to feel stimulation for pain relief post implant. They requested ld programming. Given the positioning of leads, it appears programming for right sided coverage has been challenging. Patient is meeting with a manufacturer representative and physician on (B)(6) 2023. Patient¿s physician ordered an x-ray. However, the results of this are unknown at his time. Additional information received. Rep reported the patient is being scheduled for a lead revision, but this is not yet scheduled. Patient was reprogrammed using optimized low dose (ld) coverage until lead revision date. The patient is going to keep us updated of any procedures being scheduled for her.